Event description:
It was reported to boston scientific corporation on june 5, 2007, that during the deployment of a placehit wallstent biliary endoprosthesis (pt age and gender unk) resistance was met and the stent "failed to release"; however, the stent "released unexpectedly" while trying to remove if from the papilla. The physician removed the stent and completed the procedure with another placehit wallstent biliary endoprosthesis. The pt's condition was reported as "good".

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A device history record review, a product eval, and a complaint trend analysis are in progress; results will be provided in a follow-up medwatch report.